Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure? Mesh product code and lot number? Any concurrent procedure? Were there any intra-operative complications? What type of incontinence, urge or stress incontinence? Has incontinence changed from pre-surgery condition? Is it worse, better, or no change? Other relevant patient history/concomitant medications? When was the mesh exposure first noted by a physician? Diagnostic confirmation? Date of excision? What is a patient¿s current status? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there any deficiency or anomaly of the mesh? If yes, please describe it.

Event description:
It was reported that the patient underwent a gynecological procedure on unknown date and the mesh was implanted. The patient experienced a mesh exposure in vagina, vaginal pain and ongoing incontinence. Exposed portion of the mesh excised in or. Additional information has been requested.